Event description:
It was reported that the lead integrity alert was triggered due to the right ventricular lead high voltage impedance. The alert impedance threshold was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.